Event description:
Unomedical reference number (B)(4) event occurred in australia. It was reported that patient faced infusion set occlusion event on 22-may-2024. Blockage was at the site. Customer changed supplies as necessary and resumed insulin therapy. No further information available.